Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as due to touch contamination and that the patient did not clean the exchange area. On the same day as the onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with unspecified antibiotics (dose, route, frequency and duration not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event. On an unreported date, the pd therapy was discontinued and the patient was switched to hemodialysis. The patient was not retrained on proper aseptic technique. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.